Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: I have had several needles that we a unable to use. We are unable to push air or the medication through it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-dec-2022. H6: investigation summary : eleven samples with no packaging blister pack nor plastic shield received by our quality team for investigation. Upon visual evaluation, no defects or issues observed on the needles. Each needle was connected to a syringe with saline solution, five samples expelled the solution with normal flow, six samples appeared clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: I have had several needles that we a unable to use. We are unable to push air or the medication through it.